Event description:
It was reported that the inflatable penile prosthesis (ipp) pump did not effectively transfer fluid to cylinders. A surgical procedure was performed to replace the system. There were no patient complications.